Event description:
It was reported that (1) tsw35 device was used during an unknown procedure. It was reported by the rep that the surgeon had a "misfire" while using a tsw35. The surgeon used another tsw35 to complete the case and there was no consequence to the pt.